Event description:
During an anterior cruciate ligament repair, it was reported that the second anchor did not deploy correctly. There was a five minute delay in the procedure while a backup device was being retrieved to complete the repair.

Manufacturer narrative:
(B)(4).